Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report; provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. After the physician inserted the catheter into the patient, the physician was preparing for a transeptal puncture when it was observed that the catheter produced a poor quality image. The physician removed the catheter and reinserted a new one to continue and complete the procedure. The was a delay of five minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.